Event description:
It was reported that the user experienced recurrent nocturnal low glucose while using the ilet bionic pancreas and contacted support for guidance; the user synced reports and was transferred to a clinical specialist for assistance, and oral glucose was reportedly used to treat the lows. Symptoms included hypoglycemia. Outcomes included the need for user education and troubleshooting without hospitalization. Investigation included remote data review and clinical troubleshooting with education and assignment for additional training. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.